Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm (alarm 16) occurred. A new cartridge was loaded onto the pump resolving the alarm. Customer's blood glucose level ranged between 60-256 mg/dl.